Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. (B)(4).

Event description:
It was reported that the +21.5 diopter cc4204a collamer single piece lens was torn while training a new tech, however, the damaged was not observed until surgeon was advancing the lens towards the eye. The lens was removed and replaced with another same model/diopter lens without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned lens showed the optic was torn and a piece of the haptic was torn off and missing. (B)(4)